Event description:
When inserting into the vein, the plastic that is attached to the needle comes loose. When attempting to advance the catheter in the vein it bends inside the vein and gets punctured by the needle. No negative/adverse pt outcome.